Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device operations manual document was reviewed. Review showed relevant instruction related to detection of these issues in chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. During investigation, when the noisy image and loss of image was found, it was determined likely the image sensor unit was damaged or a part mounted on the electrical circuit board was broken. It was determined possible that the component breakage occurred due to stress of repeated use, external factors or handling of the device caused damage. However, the root cause of the breakage was unable to be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's complaint was not confirmed. Due to a break in the imaging cable, noise occurred in the image during the up/down angulation. Additionally, noise was generated due to scraping of the electrical contacts on the video connector, and no image is displayed. In addition, the following non-reportable malfunctions were found during the device evaluation: video connector has a crack and various components were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the image was distorted. It is unknown when the malfunction specifically occurred. The customer stated the device was inspected before use and the intended procedure was completed with the same device. There was no report of patient harm or user injury. Upon inspection and testing of the customer returned device, olympus found noise was generated in the image and no image was displayed during up/down angulation. This report is being submitted for the malfunction found during evaluation (no image).